Event description:
The initial reporter received a questionable elecsys ca 19-9 result from three patient samples tested on the cobas 8000 core unit. Patient sample 1: on (B)(6) 2025 the initial result was 557 u/ml. On (B)(6) 2025 the repeat result was 885 u/ml. Patient sample 2: on (B)(6) 2025 the initial result was 414 u/ml. On (B)(6) 2025 the repeat result was 312 u/ml. Patient sample 3: the initial result was 1000 u/ml with a data flag. The first repeat result at 1:100 dilution was 223 u/ml. The second repeat result was 44.4 u/ml. The third repeat result was 44.4 u/ml.

Manufacturer narrative:
The cobas 8000 core unit serial number is (B)(6). The customer confirmed that the patient sample contained fibrous protein; this was removed before the fourth run of patient sample 3. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation determined the event was due to a preanalytic issue (fibrin in the patient sample) at the customer site. Preanalytics are within the customer's responsibility. A general reagent problem was not detected, as the qc before the event was within the expected ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.